Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead was observed to exhibit loss of capture (loc), noise, high pacing thresholds and high out of range pacing impedances. A lead revision procedure was performed, the ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.